Event description:
Same case as MDR ID# 2134265-2011-05169. It was reported that during a stenting treatment procedure, a stent moved on the balloon. While advancing a 7.0x15x90cm express sd stent delivery system (sds) to the target lesion the stent slid off the balloon but remained on the sds. The 7.0x15x90cm express sd stent delivery system was successfully removed. Next a 7.0x19x90cm express sd stent delivery system (sds) was selected and during use the stent came off the balloon. The dislodged stent was retrieved with an unspecified snare. The procedure was completed with an express sd stent delivery system. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).